Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second and third inflation, the balloon ruptured at 6atm. The device was removed using the normal method without any problem the procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).